Manufacturer narrative:
(B)(6). Evaluation or repair from philips, no further information was revealed by customer.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 that ECG cable failed. Device was in clinical use at time of event, no patient harm reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.